Event description:
"Balloon would not deflate."

Manufacturer narrative:
It was reported by the customer contact that on (B)(6) 2023, "balloon would not deflate". It was reported that due to this "the patient (a 5 month old), need another procedure to be done to go back in, and pop the balloon". No injury was reported related to the incident. A sample was requested to be returned for evaluation. It has been determined that the reported event caused or contributed to serious injury, therefore, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.